Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during bolus delivery. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call due to the issue being a past event. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.